Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated during the aspiration. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the aspiration catheter, and while performing the aspiration, the occlusion balloon deflated. The deivce was removed and replaced with another to complete the case.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. This report is based on info supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.